Event description:
Fbs 355 screw head broke while dr. (B)(6) was trying to reduce the plate onto the bone using the screw. The screw head was explanted and the screw body was left within the patient. The patient was not harmed and the screw would not be explanted in the future.